Manufacturer narrative:
Pt. Info.: unknown/ not provided. If explanted, give date: not applicable, as lens remains implanted. Initial reporter: email address: unknown/not provided. The device is not returned as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer noticed a small crack on the edge of the intraocular lens (iol). Iol is implanted and surgeon just wanted to give us a head up. No other information was provided.